Event description:
It was reported that the customer went to the emergency room (ER) with a high blood glucose (bg) level; bg value is unknown. The cause of elevated bg was unknown. Customer treated the high bg with a bolus via the pump and was later treated in the emergency room with intravenous fluids of saline to address the elevated bg. Customer was discharged 6 hours later the same day with the issue resolved and no permanent damage. System check with customer technical support confirmed the pump was functioning as intended. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.